Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip of the sheath was noted to be kinked under fluoroscopy. The sheath was removed from the patient and a bump or deformation was observed at the tip of the sheath. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 91105 was returned and analyzed. Visual inspection of sheath, showed device was intact with no apparent issues. It was noted that the deflection worked as per specifications. No kink or maneuvering issues were confirmed. In conclusion, the reported kink was not confirmed through testing. The sheath, 4fc12 with lot number 91105 passed the return product inspection. If information is provided in the future, a supplemental report will be issued.